Event description:
Two model 3286 leads from the same lot were used during the procedure. It was reported during the pt's implant procedure, the physician had difficulty advancing the lead. Once the lead was placed, the contacts were determined to be invalid. The physician repositioned the lead, but the invalid contacts remained. The physician requested a new lead for implant. When the new lead was positioned, a csf leak occurred. The lead was removed and the physician decided to not move forward with the procedure at that time. F/u indicated the pt experienced a headache. The pt's physician advised the pt to rest and lay flat on her back until everything healed.

Manufacturer narrative:
The returned product was not analyzed as the reported event cannot be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.